Manufacturer narrative:
Coronary occlusion; cardiac arrest. Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. Based on the information received the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 21 mm aortic valve explanted due to the right coronary artery being blocked. It was reported that the patient was brought back to the or and the device was explanted. The healthcare provider indicated that the plaque or valve had likely obstructed the coronary. A piece of vein was harvested from the left leg with open technique. Once the 21mm valve was explanted a 19mm aortic bioprosthetic valve was implanted. The 19mm valve seated well. Initially, with loading of the ventricle, the heart appeared to be doing well. The patient was separated from bypass without difficulty. The right heart, then, started to struggle. A balloon pump was inserted, and the chest was left open with esmarch. The patient was prepared to be transferred to the ICU at a ventricular fibrillation arrest, and the patient was unable to be resuscitated.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Based on the information received the root cause of the event remains indeterminable.